Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the system rebooted and generated df14.03.001 during use when the nurse pushed the alarm button to confirm the setting. After the reboot the system worked without a problem, but the hospital replaced it. No patient consequences have been reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries the reported issue could be confirmed. The device performed a restart due to a detected internal data inconsistency within communication of the processors. According to the log entries this was a single error and did not reoccur. Due to the limited information stored in the log file a definite root cause could not be determined, but likely a temporary deviation of the pcb control or the software led to the deviation. The device reacted as specified by initiating a restart of the electronic system in an attempt to solve the issue. During the restart the device opens the pneumatic system which reduces airway pressure to ambient pressure and allows for spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings as it happened in this case.